Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the small bowel and stomach on a laparoscopic gastric bypass, the staples fired but not completely. It was stated that there was a poor staple formation and an incomplete staple line distally. The surgeon used another 60mm reload and had to handsew the defected tissue. The event resulted to an extended surgical time.